Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had crack on the top of the pump and act button overlay coming off. The customer also report that pump had rejected new batteries and received error code cgm. Customer's blood glucose value was unknown at the time of the incident. Insulin pump will not be returned for analysis.